Manufacturer narrative:
Evaluation summary: the instrument was returned with a misassembled pusher spring. The instrument was cycled and would not feed the clips due to the pusher spring condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparotomy procedure, jammed clips. Another device was used to complete the case. There were no adverse consequences to the patient.